Event description:
A patient reported blood glucose results of "222 mg/dl, 348 mg/dl and 167 mg/dl" with a lifescan meter, perfomed within 10 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evalution, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.